Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 34 months ago. At the time of implant, there were bilateral common and internal iliac artery aneurysms and a small infrarenal aortic aneurysm. The pt has end stage renal artery disease and will have a kidney transplant. The aneurysms have to be treated prior to a kidney transplant. The stent graft was implanted partially covering the renal artery, as the pt was already in renal failure and was on dialysis. The iliac limbs were also implanted and the aneurysms were covered and the pt was fine. Approx one month ago, the pt presented with back and abdominal pain. The CT demonstrated that there was a 6 cm abdominal aortic aneurysm with a graft material type iii endoleak, in the bifurcated stent graft, however, no proximal or distal endoleaks were present. The physician elected to implant another MFR's device and the type iii endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (unk cause of type iii endoleak).